Event description:
Customer confirmed that this complaint is a duplications of previously reported event. See section h.

Manufacturer narrative:
This complaint was determined to be a duplicate of (MFR report# 3002601200-2024-00551). This complaint has been cancelled.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc catheter separated after placement the patient was hospitalized in the (B)(6), on september 30th, the patient complained that the needle fell off, the nurse found that the needle had broken and slipped out, and then went to the imaging department to look for the CT, and did not find in the body, the patient has been discharged from the hospital, the patient is older, and the tendency to pull out the tube in the early stage, it is unclear the reason for the breakage of the tube, and then sent back the samples to be detected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.